Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer reported an elevated blood glucose (bg) level of 560 (mg/dl). A correction bolus was delivered to address bg levels. Reportedly, the customer believed the infusion set tubing was defective; however, no specific details about the defect were provided. Due to the occlusion occurring in the past and supplies being changed, troubleshooting to determine the source of the occlusion could not be performed by tandem technical support.